Manufacturer narrative:
Engineering confirms that the infusion got interrupted by multiple occlusion and valve cassette test failure alarms which was tried clearing by back priming, power cycles and opening the cassette door. But the alarms continued to occur. Hence engineering recommends service centre to do the preventive maintenance tests. Apart from this, engineering confirms that the device was working as expected performance verification test: the device failed proximal occlusion test due to triggering n190(proximal occlusion) prematurely. The pressure detector and app pwa were replaced and device recalibrated and passed pvt testing. The complaint is not confirmed. Probable cause: replacement of the cover + battery and the flow rate is non-compliant - not confirmed as not confirmed through log review and not replicated during testing. No probable cause determined device has a damage fluid shield ¿ damaged fluid shield.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where it was reported replacement of the cover + battery, and the flow rate is non-compliant. The status of the product at the time of event is unknown. There was unknown patient involvement, unknown adverse event/human harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.